Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to reset the pump, and the issue was resolved as the cgm error did not reappear. The customer was able to successfully start a new sensor session.